Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, which have been progressively increasing over the years. Additionally, there is a high shock impedance measurement greater than 200 ohms. The vector was reprogrammed (distal coil to pulse generator) with an acceptable shock impedance of 107 ohms. Pace/sense impedance is normal, as is sensing. The physician elected not to test the lead integrity and elected not to replace the lead, as the patient only paces in the left ventricle, and is not dependent. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, which have been progressively increasing over the years. Additionally, there is a high shock impedance measurement greater than 200 ohms. The vector was reprogrammed (distal coil to pulse generator) with an acceptable shock impedance of 107 ohms. Pace/sense impedance is normal, as is sensing. The physician elected not to test the lead integrity and elected not to replace the lead, as the patient only paces in the left ventricle, and is not dependent. This lead remains implanted and in service. No adverse patient effects were reported.